Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 3 of 5 while the hp was connected. The hp did not notice anything unusual about the supplies that were used during therapy. The technical service representative (tsr) assisted the hp to clear the alarm by cycling the power. The tsr had the hp end the therapy and finish using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.